Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that handset battery for their samsung was draining really quickly and that they had no difficulties charging their ins but that sometimes when they would go to connect to their settings, they'd see the therapy was off when they were expecting it to be on. The patient stated they charged their ins every 2 weeks and that they never let the ins go lower than 30% so the therapy wasn't off because the battery had depleted. The patient stated it had been going on for about a year and that they'd told the manufacturer representative (rep) about it, but the rep stated they shouldn't be concerned about that and their healthcare provider (hcp) didn't check their device. Patient services reviewed with the patient it was not expected for the therapy to turn off on its own and had the patient connect to their settings a few times on the call and reviewed with the patient how to exit the application. The therapy was on each time they connected with patient services. The patient confirmed they never slid the therapy to the off position. The patient stated it would happen like this (they'd connect and the therapy was on as it should be) sometimes but then other times they would connect and it would be off. The patient denied having experienced any emi or big falls or traumas. The patient stated they would sometimes be sitting down and their grandchild would get in a "good run" and run into them which would knock them off balance and they'd fall back on to the ins however the patient didn't think they'd done anything to the ins and that they tried to avoid doing anything to the ins site. The patient stated they were very small and the hcp had told them when the ins was placed that they had no fat so the ins was sitting out on "top of the skin," that they could feel it right under the skin. Patient services advised the patient to follow up with their hcp if the issue occurred again and to check the implanted system even if they'd just slightly fallen on the ins. The patient was then transferred to healthcare it to address the samsung battery draining quickly. The patient stated they would follow up with their hcp about their concerns if it happened again.